Manufacturer narrative:
There was no patient involved with this concern. The imaging system was evaluated and 2 components were returned. The pleora iport and mobile view station (mvs) interface cable were returned to the manufacturer and are currently under analysis.

Event description:
A medtronic representative reported that the image acquisition system (ias) was in stand alone mode when the image was saved. There was no patient involved with this concern.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to confirm reported problem. Mvs interface cable passe bench 100t and gbit communications testing and continuity testing. Installed cable on test imaging system and the system readied and charged as expected. 2d and 3d imaging was successful. Inappropriate stand alone mode was not observed while under test. No problem found. Investigation of returned suspect pleora iport was unable to confirm reported problem. Installed pleora box in test imaging system and the system communication was established and the system readied as expected. 2d, 3d and store functions were successful. A brief standalone condition occurs while the database was accessed for the first stored image, as is expected at each power cycle. Standalone did not occur while storing images at any other time. No problem found. The reported event could not be duplicated by medtronic personnel.